Manufacturer narrative:
No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01679. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months. Manufacturer's investigation conclusion: upon consultation with technical services, no log files were submitted for review; therefore; the reported system stop following the depletion of the 14v li-ion batteries and the system controller's backup battery could not be confirmed. The patient remains ongoing on heartmate 3 left ventricular assist system and no further events have been reported at this time. The heartmate 3 left ventricular assist system instruction for use and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that while in the emergency room (ER) for a non-lvad related issue, it was observed that the patient¿s lvad was off. All four 14-volt batteries and 11-volt internal batteries were depleted. The patient¿s device was connected to a power module and the device was restarted without issues. No additional information was provided